Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure the device jammed and would not fire a clip. A second like device was tried and the device fired a clip but it did not form correctly. A third like device was used to complete the procedure with no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # n9323w.